Event description:
It was reported that during preparation, the device displayed error codes 831 (interlock during warmup), 302.13 (mcb hardware interlock bit), 102.9 (rcb hardware interlock bit), and 235 (no lps current). The procedure was canceled. There was no patient impact, as the procedure had not been initiated. This event is being reported for an aborted/cancelled procedure with a patient under unknown sedation.